Event description:
In 2001, pt had a incisional hernia repair. The surgeon placed a composix mesh to prevent the hernia from recurring. This year it was determined the mesh was infected and had to be removed. Because the wound was infected, they had to leave the incision open to heal from inside out.